Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin infection causing pain and redness at the pod infusion site (abdomen), had occurred while wearing a pod between 36 and 48 hours. The patient reported blood glucose level was 300 mg/dl. The patient went to their doctor who drew a 4 inch circle around the infusion site infection and advised the patient if the infection spreads outside the circle they should go to the hospital. The patient was prescribed a total of 4 antibiotics as well as keflex to be taken for 10 days. The patient was at the doctors office for 15 minutes.